Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had inadvertently forgot to deliver a food bolus. Blood glucose (bg) was 545 mg/dl. Contact assisted the customer with delivering a correction bolus. Customer also adjusted the basal pump setting to address bg.